Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018 at home from bacteremia. The patient had a long-standing pseudomonas driveline infection, not previously reported to the manufacturer, that became resistant to all oral and intravenous (IV) antibiotic therapies. No autopsy was to be performed. The pump and equipment would not be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted; therefore, the pump was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Driveline, local, and pump pocket infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.